Manufacturer narrative:
Unit passed self-test, and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. However, unit unable to communicate with test guardian link (x) transmitter glucose sensor simulator, problem isolated to electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump was not pairing with transmitter. No harm was required during medical intervention. The insulin pump will be returned for analysis.